Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. No sample has been returned for evaluation. The root cause of the customer¿s dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. The root cause of the reported dull blades is unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. A potential root cause includes an error during the supplier's manufacturing process. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the blades were dull. There was no report of consequences for the patient's involved. The product samples were not retained for evaluation. Additional information has been requested. This is one of three reports for the facility.